Event description:
It was reported that the procedure was to treat a mildly calcified, moderately tortuous right coronary artery (rca) that is 90% stenosed. The vessel was pre-dilated with an unspecified 2.0x12mm balloon and the 4.0x28mm xience prime stent delivery system was deployed. Post dilatation was performed with a non-compliant 4.0x12 balloon at 16 atmospheres; however, a dissection was noted. A 3.5x23mm xience prime stent was used to successfully treat the dissection. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience prime / xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.